Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a bad sensor alert following a second consecutive calibration error alert after the initialization. Customer also reported that the sensor gave inaccurate readings. The blood glucose reading was 99 mg/dl. Nothing further was reported.